Manufacturer narrative:
(B)(4). Insulation damage was noted at 29.0-30.0cm from the connector pin, consistent with clavicle crush damage. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of low lead impedance and noise.

Event description:
It was reported the device delivered an alert for lower out of range lead pacing impedance early in the year. A lead ventricular testing result found intermittent loss of sensing on the right ventricular lead. When the patient presented to the clinic for a follow-up, arm movements revealed several noise episodes in the ventricular channel. The noise episodes caused false ventricular fibrillation episodes to be recorded. The lead was explanted and replaced. The outer insulation layer of the explanted lead was found to be damaged. The insulation damage was the cause for the declined impedance. It was suspected the insulation could have been through the ventricular subclavia. No adverse consequences were detected.